Event description:
A report was received that, following the removal of a patient's trial leads, the patient experienced a headache. The physician suspected that the dura may have been punctured during the lead pull, and performed a blood patch. A couple of days later, the pt experienced a high fever. The pt was admitted to the hospital and was administered IV antibiotics. The pt has since been discharged from the hospital and is recovering.